Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files confirmed a loss of communication between the system controller and pump as well as decreases in pump power that appeared consistent with the pump stopping; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log files contained data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. On (B)(6) 2022, a loss of lvad communication alarm was captured followed by decrease in motor power below baseline. Motor power continued to decrease linearly for the remaining duration of the alarm. These power values are consistent with the pump stopping but still receiving power. The alarm cleared approximately 1 hour later when the driveline was disconnected. The driveline was reconnected approximately 1.5 hours later before being disconnected again shortly after, consistent with the reported controller exchange. It should be noted that while the driveline was reconnected, no notable events or alarms were captured and the pump appeared to operate at the set speed without issue. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook rev. G, are currently available. These documents contain information on all system controller alarms, as well as the proper actions associated with them. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller display screen was blank, and the cause of the issue was not known. The system controller was replaced. The log files downloaded from the system controller indicated that a pump stop occurred on (B)(6) 2023. Related MFR report # for the system controller: 2916596-2023-00534.